Event description:
A malfunction on the pump was reported, with no events occurring prior to it and no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump as it was under warranty, and the customer was advised to use multiple daily injections as a backup therapy. The customer was informed that they would receive a pump with updated software and instructed on storage mode and return procedures for the faulty pump. Additionally, the customer was advised on how to program their settings and connect their continuous glucose monitor to the new pump.